Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0n7lr, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported a loss of therapy and having leakage on (B)(6) 2015. She wanted to use her patient programmer to increase stimulation and saw the "synchronize now" screen, which she did not recognize. Therapy was not on and on (B)(6) 2015, the patient received help to turn the stimulation back on. The device was on program 4 at 2.0 and she was able to successfully increase stimulation to 2.1. It was indicated that troubleshooting resolved the reported issue. The next day, the patient was still having leakage and did not see the lightning bolt on her patient programmer, indicating that stimulation was off. Stimulation was turned back on and it was recommended that the patient monitor her symptoms now that stimulation was turned back on and follow up with her managing healthcare provider if the leakage was not resolved. No event causes or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.